Event description:
Procedure type: gastrectomy. According to the reporter: the customer reports that during a digestive section, the device cut but could not suture by stapling. Another device was used to complete the procedure successfully.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).